Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing of smaller morphologies on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes were observed, leading to early termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.